Event description:
It was reported device shift occurred. A left atrial appendage (laa) closure procedure was performed, and a 40mm watchman flx pro closure device was implanted (B)(6) 2025. Imaging performed on the day of the implant was suboptimal; however, the physician was confident in the device placement and determined it was stable enough to remain in position. The patient was discharged. At the routine 45 day follow up, imaging showed a proximal shift. The patient did not have any symptoms as a result of the shift. The physician percutaneously removed the device on (B)(6) 2025. Retrieval was successful and the patient did not wish to have another device implanted. No complications occurred and the patient was discharged the next day.

Manufacturer narrative:
Device evaluated by MFR.: a watchman flx pro implant was returned for device analysis. The device was visually and microscopically examined. Visual inspection revealed implant fabric was saturated with blood. Microscopic examination revealed implant frame and fabric damage. Product analysis could not confirm the reported event as clinical circumstances could not be replicated. This type of damage is consistent with snaring the device for removal. No other damage or defects were observed. Because there was no evidence of any product quality deficiencies, it was considered likely that the frame and fabric damage were attributable to procedural factors.

Event description:
It was reported device shift occurred. A left atrial appendage (laa) closure procedure was performed, and a 40mm watchman flx pro closure device was implanted (B)(6) 2025. Imaging performed on the day of the implant was suboptimal; however, the physician was confident in the device placement and determined it was stable enough to remain in position. The patient was discharged. At the routine 45 day follow up, imaging showed a proximal shift. The patient did not have any symptoms as a result of the shift. The physician percutaneously removed the device on (B)(6) 2025. Retrieval was successful and the patient did not wish to have another device implanted. No complications occurred and the patient was discharged the next day.